Manufacturer narrative:
The device has not yet been received for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional relevant information becomes available.

Event description:
It was reported, during a therapeutic laparoscopic gallbladder procedure, the "picture turned pink, error: e216" was observed. The error code was on the screen, and after jogging back and forth, an image became visible again. The intended procedure was completed with the same device. There was no patient impact, no harm reported due to the event.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Device evaluation has confirmed the reported issue. Due to the cable unit was twisted and depressed, the color tone of the image was not proper. In addition, inspection found plug unit is deteriorated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.